Manufacturer narrative:
The part was returned for evaluation. Visual examination of the part identified that the post of the broach was broken off from the top face. The post appeared to have sheared from the top face at the point where the post joins the body of the broach. The shear featured little plastic deformation, indicating that the break was the result of a brittle overload fracture. The failure was confirmed. Based on the examination of the part as well as previous similar investigations, the failure may have been caused by: 1) subjecting the device to force exceeding the material strength, such as during impaction, 2) subjecting the device to transverse force at the post joint, such as by twisting or bending the broach, and 3) long-term wear. As the device was manufactured in 2015, normal wear and tear is further supported as a possible cause.

Manufacturer narrative:
Complaint sample was not returned for evaluation and insufficient information was provided to determine what portion or in what manner the part was broken. Previous investigations for similar instruments identified excessive force when impacting, normal wear and tear, and off-axis loading as potential causes for breakage or damage of the broach. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported the right radial broach (size 2) of the freedom wrist arthroplasty system broke during impaction. The surgeon had to find a way to take out the broken part and used a graft tool to take it out of the radius. No patient injury; however a 30 minutes surgical delay was reported.